Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with abrasion in the right eye (od) that was discovered at a post treatment. Trace diffuse lamellar keratitis (dlk) in the left eye (os) only, not in od is demarcated along the fringe, but obstructed due to oil under flap. Topical steroids dosage was increased. Patient's chief complaint was of moderate photophobia, and discomfort. Visual acuity slightly blurry. Artificial tears made condition worse (patient discontinued) and goggles are "too small for head and moved while asleep". Bandage contact lens placed od. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019, right eye pre-op 20/20 -3.75 x -1.25 x 0. Left eye pre-op 20/20 -4.50 x -.50 x 130. This report is for the femto second laser. A separate report will be submitted for the excimer laser.